Manufacturer narrative:
H2 updated return information is noted in d10 continuation of d11 lot number was updated for pn: bi71000176 lot number: rev. 2 : s/n fv4s9 additional information was updated in section g h3 the power conversion was returned and it was noted that they were able to confirm the allegation. It was noted that the enclosure power conversion failed the bench test. As transistors q28 and q14 shorted. H6 10,120,4307 are associated with power conversion return and findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: bi71000176, serial/lot #: unknown, ubd: unknown, UDI# unknown. Product ID: bi71000175, serial/lot #: unknown, ubd: unknown, UDI# unknown. Product ID: bi71000163, serial/lot #: unknown, ubd: unknown, UDI# unknown. Product ID: bi71000162, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had not been plugged in for at least 6 or more months. It was noted that she was told to keep the system plugged in for at least 6-8 hours to charge. It was reported that the system did not look like it was able to move as the battery after being plugged in and the system were flashing red. It was noted the probable cause was that the batteries were drained. There was no patient involved.